Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device ¿ 4 years and 3 months. The pump will not be returned for evaluation as it was disposed of; however, the replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the multiple pump stoppages were occurring on battery power and when the lvad was connected to the power module with an ungrounded power module patient cable. The patient was asymptomatic at the time of the event. The submitted log file was reviewed, and pump stoppages occurring on both battery power and when connected to the power module was confirmed. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). On (B)(6) 2018, the external portion of the driveline was replaced. On (B)(6) 2018 while the patient was at home a red heart alarm due to a pump stop, and low flow occurred on an ungrounded power module patient cable. The patient went to the emergency department. The patient was asymptomatic and the pump stoppages were transient. On (B)(6) 2018, the pump was exchanged due to suspected internal fracture. The case went well, no blood transfusion only cell saver. No additional information was provided.

Manufacturer narrative:
The report of pump stoppages was confirmed through the evaluation of the submitted system controller log file. However, a specific cause for the reported event could not be determined conclusively through this evaluation. A technical service representative was onsite to perform a distal end driveline repair under on 03mar2018. A section of the driveline approximately 19.5 inches long was returned for evaluation. Tapes had been applied over the driveline silicone jacket. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Tears in the silicone jacket were noted after removing the tapes. However, the underlying bionate was free of damage. Upon removal of the silicone jacket, metal braided shield breakdown was noted at approximately 7 inches and 10 inches from the metal connector. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline found significant abrasion to the insulation of red and black wires approximately 18 inches from the metal connector. However, the driveline was submerged in a saline solution for high-potential testing to verify the integrity of each wire's insulation and this test did not reveal any insulation breaches that would have contributed to an electrical short. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.